Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.